Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage requiring mitral valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second clip was advanced and grasping was performed without issue and the clip was deployed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The anterior leaflet was noted to have a tear which could have occurred during grasping. The mr remained at 4 and the patient was sent for mitral valve replacement. The next day, the patient died from an aortic dissection. In the physician¿s opinion, the patient¿s death was not related to the mitraclip devices or procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The tissue damage appears to be due to grasping; therefore, attributed to procedural condition. The unchanged mitral regurgitation (mr) appear to be due to the procedural condition of the slda and death was due to aortic dissection. Tissue damage, death and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.